Event description:
It was reported that pacemaker oversensed far field signals. Technical services (ts) reviewed the stored atrial tachy response (atr) event and determined it appear an inappropriate switch due to oversensing of far field signals. Ts recommended to increase the blanking intervals on an in-clinic visit. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that pacemaker oversensed far field signals. Technical services (ts) reviewed the stored atrial tachy response (atr) event and determined it appear an inappropriate switch due to oversensing of far field signals. Ts recommended to increase the blanking intervals on an in-clinic visit. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.